Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 403 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. The customer also stated that insulin pump had external flash crc error. Customer reports they were able to clear the alarm and able to rewind the insulin pump. The customer also stated that insulin pump was not off but it was not working. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will be and reservoir will not be returned for analysis.